Event description:
Three and a half yrs post procedure, the pt complained of chest pain and was admitted to the hosp. During the coronary angiogram a thrombus was observed in the implanted cypher stent at the left anterior descending artery. The thrombus was aspirated and the pt had poba using an angiosculpt 3.0 x 20 mm balloon several times at an unk atm and number of times. The next day the pt was transferred to ICU and his condition was reported as stable. The physician commented that possibly the cause of the thrombotic event was because he stopped administrating ticlopidine hydrochloride and changed the dose of aspirin from 200 mg/day to 100 mg/day, due to the six mos passed after the cypher stent was implanted. Index procedure: this was an emergency procedure due to the acute myocardial infarction (ami). The lesion was left anterior descending artery, eccentric, bifurcated and totally occluded, type "c". The lesion length was 25 mm and the vessel diameter was 3.0mm. The lesion was pre-dilated using a 2.5 x 20 mm balloon at 20 atm for 45 seconds. Then a cypher 3.2 x 28 mm was implanted at 12 atm for 30 seconds. Post dilatation was conducted using a 3.5 x 15 mm balloon at 20 atm for 30 seconds. Ivus was conducted; the residual percentage of the stenosis was 0%. Timi flow before the procedure was (0) and (3) after the procedure. Act was not measured.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.